Manufacturer narrative:
This cypher is not distributed in the us; however, it is similar to us distributed cypher product. The product has been received and an analysis is pending. Add'l information will be submitted within 30 days of receipt.

Event description:
This male pt was admitted for coronary evaluation. Angiography revealed a 75%, de novo, highly calcified stenosis in the mid left anterior descending artery (lad). The vessel was described as highly tortuous. The lesion was not predilated. A 2.5 x 23mm cypher stent was advanced to the lesion site and was deployed to 12 atms without incident. The sds was deflated for 15 seconds, but the physician felt that the balloon was sticking to the stent. Upon cine it was noted that the balloon was still partially inflated. However, the physician withdrew the stent delivery catheter device from the pt without difficulty. The stent did not require post dilation. There was no reported patient injury.